Event description:
Distributor reported potential false negative urine hcg results with icon 25 hcg (combo cassette) vs. Serum quantitative testing. Contacted by distributor asking technical service rep to contact customer concerning a report of false negative urine hcg results with a serum quant of 45000miu/ml. The customer stated that the kit is producing false negatives that were confirmed positive via blood serum test. Not capturing hcg values were 15.0 and 45,000 (very pregnant) via serum test - [qa note: the 45,000 and 15.0miu/ml hcg quants were from two different patients. Upon follow-up the customer acknowledges that 15miu/ml was below the lod of the test]. The customer also stated that there was no harm/injury as a result of the false negative result of 45000miu/ml.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff and high hcg urine controls. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Customer reported some serum samples contained 15miu/ml which is below device cut-off. These samples would give negative results. Root cause could not be determined without patient sample in-house analysis. Product deficiency was not established. This issue will be tracked and trended.